Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a battery would not power on a monitor and an electrode belt was displaying "add gel" messages.